Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the nine (9) tissue processing runs executed between 08:01:08 on 11 july 2024 and 11:45:59 on 13 july 2024, from which sub-optimal tissue processing was reported by the complainant. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 00:32 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 3 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ as detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples.

Event description:
On 23 july 2024, the complainant contacted leica biosystems with the following: ¿over processed tissue/ both retorts multiple incidents no errors.¿ on 25 july 2024, the assigned leica senior field applications specialist ¿ core histology, florida (fas) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿communication with customer to come on site thursday july 25, 2024, to investigate an incident that resulted in fried tissue on several processing runs. Customer stated the first affected run occurred on (B)(6) 2024 at 8:00 am. All runs following this initial run were affected. A total of 10 runs were documented from the logs that ran to completion starting (B)(6) 2024 at 8:00 am. Affected runs occurred on both retorts and b. Customer stated they compared hydrometer readings of their ethanol stations to the software concentrations and everything was expected.¿ the ethanol concentration in bottles 4-10 inclusive was measured using a hydrometer and both the measured ethanol concentration and that calculated by the instrument software algorithm was recorded. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% for all bottles, except for bottle 5 (concentration in software was 82%, concentration by hydrometer was 89%), bottle 9 (concentration in software was 90%, concentration by hydrometer was 97%), and bottle 10 (concentration in software was 93%, concentration by hydrometer was 100%). The fas inspected the instrument and recorded the following observations: wax on both retort seals and ¿¿dried green residue from processing reagents¿¿ present in both retorts, ¿¿liquid droplet separation contamination¿¿ of wax bath 3 and wax bath 4, several bottle caps missing from reagent bottles and contamination present in several reagent bottles. The fas subsequently drained all wax stations to remove contamination, emptied and cleaned all reagent bottles using alcohol and replaced all reagent stations and wax baths with new reagent and wax, respectively. The fas documented that the affected patient tissue samples were derived from 10 (ten) ¿peloris - factory 4hr xylene protocol¿ protocols comprising a total of 704 cassettes executed in both retort a and b started between 08:01 on (B)(6) 2024 and 07:46 on (B)(6) 2024. The affected patient tissue type(s) and size(s) were documented as ¿cervical bx, large cervical cones, gi bx¿, and ¿tbd ¿ awaiting response from customer¿, respectively. The tissue artefact was described as ¿fried¿ and the affected patient tissue samples were not re-processed. On 27 july 2024, leica biosystems melbourne received the following information from the assigned leica senior field applications specialist ¿ core histology, florida regarding patient outcome: ¿customer reported several of the affected cases are not diagnosable. They will be recommending re-biopsy to affected patients. Number of cases and identifiers at this time is still unknown due to the customer still processing this incident on their end.¿ information regarding both the final status of the affected patient tissue samples and the associated patient impact/outcome involved has not been provided to leica biosystems. This information was requested from the complainant by leica biosystems on 24 july 2024 by telephone, 25 july 2024 in person, 26 july 2024 by telephone and 15 august 2024 by e-mail. As at 20 august 2024, leica biosystems melbourne has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome.